Event description:
Customer reported to beckman coulter, inc. That unicel dxc 600 synchron system generated erroneous triglyceride results. Customer reported three of the four results were reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the instrument de-ioinized water canister was contaminated. The fse de-contaminated the system.